Manufacturer narrative:
Block a1 (patient identifier) and block a2 (date of birth) has been updated based on the additional information that was received on (B)(6) 2025. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. The delivery system was not returned. Visual examination of the returned stent found the stent fully expanded and deployed. No issues were found on the stent. Product analysis did not confirm the reported event of shaft bent and stent partially deployed as the stent was returned fully expanded and deployed; and the delivery system was not returned. The investigation concluded that without proper evaluation of the device, it is unknown if the clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted into the left main bronchus to treat a malignant stenosis presented with a diameter of 8 mm and a length of 3 cm during an endotracheal stent implantation procedure performed on (B)(6) 2025. The anatomy of the patient was torturous and was dilated prior to stent placement. During the procedure, the stent delivery shaft was inadvertently advanced into the stenotic segment of the left main bronchus. During the deployment phase, the delivery shaft became kinked, which compromised the functionality of the deployment mechanism. As a result, the deployment wire could not be pulled normally, resulting in stent deployment failure. The stent was removed partially deployed from the patient and procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted into the left main bronchus to treat a malignant stenosis presented with a diameter of 8 mm and a length of 3 cm during an endotracheal stent implantation procedure performed on (B)(6) 2025. The anatomy of the patient was torturous and was dilated prior to stent placement. During the procedure, the stent delivery shaft was inadvertently advanced into the stenotic segment of the left main bronchus. During the deployment phase, the delivery shaft became kinked, which compromised the functionality of the deployment mechanism. As a result, the deployment wire could not be pulled normally, resulting in stent deployment failure. The stent was removed partially deployed from the patient and procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been corrected. Block e1: initial reporter facility name: the first affiliated hospital of guangzhou medical university; reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6); reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted into the left main bronchus to treat a malignant stenosis presented with a diameter of 8 mm and a length of 3 cm during an endotracheal stent implantation procedure performed on (B)(6), 2025. The anatomy of the patient was torturous and was dilated prior to stent placement. During the procedure, the stent delivery shaft was inadvertently advanced into the stenotic segment of the left main bronchus. During the deployment phase, the delivery shaft became kinked, which compromised the functionality of the deployment mechanism. As a result, the deployment wire could not be pulled normally, stent deployment failure. The stent was removed partially deployed from the patient. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. The delivery system was not returned. Visual examination of the returned stent found the stent fully expanded and deployed. No issues were found on the stent. Product analysis did not confirm the reported event of shaft bent and stent partially deployed as the stent was returned fully expanded and deployed; and the delivery system was not returned. The investigation concluded that without proper evaluation of the device, it is unknown if the clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted into the left main bronchus to treat a malignant stenosis presented with a diameter of 8 mm and a length of 3 cm during an endotracheal stent implantation procedure performed on (B)(6) 2025. The anatomy of the patient was torturous and was dilated prior to stent placement. During the procedure, the stent delivery shaft was inadvertently advanced into the stenotic segment of the left main bronchus. During the deployment phase, the delivery shaft became kinked, which compromised the functionality of the deployment mechanism. As a result, the deployment wire could not be pulled normally, resulting in stent deployment failure. The stent was removed partially deployed from the patient and procedure was completed using another of the same device. There was no patient complications reported as a result of this event.